Event description:
4005- monitor read equipment malfunction and the patient's oxygen saturation stopped reading. Upon inspecting faulty pulse oximeter, registered nurse (rn) noticed the black and gold area, the end that connects into the monitor end, had peeled up and was bent. 4478- exposed wires. 4478- exposed wires. 4478- pulse oximeter failure - was reading well prior to intubation, patient locked chest during intubation medication. Saturations began to drop, saw 60, 50s, and then was unreadable during intubation until it finally came back after patient was stabilized and saturations were 80s again. 4478- o2 saturation probe stopped working. It was unplugged and plugged back in and tried another limb. The red light did not come on.